Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in sweden. This MDR is being submitted for unknown number of quantities. On (B)(6) 2024, it was reported that the patient encountered issue with incorrect insertion of cannula. Patient replaced infusion set and resumed insulin successfully. No further information.